Event description:
It was reported that the coil detached. The target lesion was located in the aorta abdominalis. A 20mm x 40cm interlock-35 was selected for use. During procedure, it was noted that the coil detached within the patient anatomy and was removed using capture device. The procedure was completed with another of same device. No further complications reported, and patient was stable. It was further reported that the coil could not be delivered because the vessel was too tortuous and detached upon withdrawal.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the coil was returned for this complaint. The main coil was found kinked and stretched. The interlocking arm was inspected, and it was detached. No more damages were found in the returned device. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm of the coil was inspected, and it was detached. The detached part was not returned. Dimensional inspection of the main coil that could be measured were performed and observed that the outer diameter of the zap tip and primary coil were within specifications. However, the no. Of distal and proximal fiber bundles were lacking.

Event description:
It was reported that the coil detached. The target lesion was located in the aorta abdominalis. A 20mm x 40cm interlock-35 was selected for use. During procedure, it was noted that the coil detached within the patient anatomy and was removed using capture device. The procedure was completed with another of same device. No further complications reported, and patient was stable.